Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that a lead safety switch occurred on (B)(6) 2016 due to rv impedance of 2000 ohms. The physician was dr. (B)(6) at (B)(6) physician group in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).